Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Not in manufacturing mode. Insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery alarms or bolus anomaly noted during testing. Unit functioning properly. Unit was received with minor scratched lcd window, keypad overlay texture damage, faded serial number label, cracked case near belt clip rail corner, cracked case(battery tube), cracked case, cracked battery tube threads and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with insulin flow blocked alarm. The blood glucose was 290 mg/dl at the time of the incident. Troubleshooting steps were guided for insulin flow blocked alarm. Customer states the tubing is not bent or kinked. Customer declined the troubleshooting for the high blood glucose. Customer advised to replace the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.